Event description:
It was reported that the lens was removed and replaced for a lens with another diopter. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(4): intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was evaluated at abbott medical optics (amo) manufacturing site. A visual inspection noted the lens was received with surface residuals adhered to both sides of the optic body not inconsistent with an explanted lens. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 21.0 d and is correct as labeled and within the production order specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted.